Event description:
Mitral valve implanted and pt off bypass. Transesophageal echocardiogram done which showed multiple leaks in the valve. Back on bypass & left atrium opened (did not stop heart). Multiple leaks noted where valve leaflets are sewn in - not where sugeon sewed valve in place. Required explanting and implanting of another valve. Leaking at multiple sites. Pt on bypass extra 2 hours to implant new valve.